Event description:
Healthcare professional later confirmed left side capsular contracture baker grade iii. The device has been explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g1, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "lumps and hardening." Patient reported via regulatory agency "capsular contracture," baker grade unknown, swelling, shape change and inflammation." Patient also reported "implant illness, lumps, osteoarthritis, rheumatoid arthritis, osteoporosis, lupus, chorea, dystonia, joint pain, fatigue and dry eye, hand joint replacement and jaw replacement"; these events are not device related. Device remains implanted.